Event description:
Dr reports, "chronic aching (varying in intensity) from about the day after stage I (7-17-97). X-ray eval revealed bone loss making surgery and removal of the implant necessary." Pt med history: fairly clean med history-"rptr placed 8 implants that day this was the first-all but 2 were in immediate extractions." Device site history: chronic bone disease. There was obvious infection at the time of removal. Pt current meds: keflex (she did take penvk500 post stage I). Infection.